Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited loss of capture during the post-implant follow-up. The lead remains in use. No patient com plications have been reported as a result of this event.